Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 48 mg/dl and 91 mg/dl. In (B)(6) 2019, the patient received the following results within 10 minutes: 150 mg/dl (patient's meter) and 570 mg/dl (hospital's meter). The patient was in the hospital for 6 days in (B)(6) 2019. The patient had symptoms of vomiting and she couldn't stand. She was treated intravenously with saline and potassium through a cannula. The patient was also treated with glargine insulin and glucose through a pump.